Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 184-445 mg/dl. Manual insulin injections were used to address elevated bg. Prior to troubleshooting with tandem technical support, the customer had reverted to an alternate pump for insulin therapy. During troubleshooting with tandem technical support, the pump supplies were changed to address the issue and insulin delivery was resumed.